Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a patient notifier for out of range impedance. Externalized conductors were observed. The lead was capped and replaced. The patient was fine after the procedure. Two days later, the patient called to report that he had previously received a high voltage shock, which knocked him to the floor. He hit his head and was transported to the hospital via ambulance. Further investigation into the claim notes that the patient experienced syncope and was brought to the ER, however, there was no shock recorded. It was believed the syncope was arrhythmia related.